Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone, clonidine, and bupivacaine via an implantable pump for non-malignant pain and failed back surgery syndrome. The drug concentration and dose rate of all three pump medications were unknown. It was reported that the patient needed get their pump replaced within the next 6 months as it was working harder to get the drug out, which is why they need to do a dye study to diagnose the issue. The patient was described as having issues. It was further stated that the patient stated needed a nuclear study done on the pump, but nowhere could both do the study and interrogate the pump. The pump seems to not be delivering the same amount of medication so they cannot walk anymore. It was progressively getting worse where a year and a half ago they had to stop working and the past 6 to 7 months they were back in a wheel chair. No troubleshooting was performed. The reporter was redirected to the healthcare provider to address the pump not working. The date of the event was unknown. Physician listings were provided as requested. No further patient complications have been reported as a result of this event.